Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a crack in the right cylinder connecting tube was found. The pump and right cylinder were explanted and replaced. No patient complications were reported.

Manufacturer narrative:
D4 unique identifier (UDI) for cxr 16cm: (B)(4). Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. One cylinder was microscopically inspected and leak testing and passed both tests. The remaining cylinder was microscopically inspected, it was cut down to the adaptor junction, and it was observed to had buckling folds in the proximal end of the cylinder. The cylinder passed the leakage test. Momentary squeeze (ms) pump was microscopically inspected; the tubing was cut down to the pump block and contamination (bodily fluid) was found within the ms pump. Ms pump passed the leakage test. Based on this investigation a clear probable cause for the event cannot be established

Manufacturer narrative:
D4 unique identifier (UDI) for cxr 16 cm: (B)(4).

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a crack in the right cylinder connecting tube was found. The pump and right cylinder were explanted and replaced. No patient complications were reported.